Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during a follow-up, upon interrogation the physician noted that the patient had inappropriate shocks due to t wave oversensing on the ventricular channel. The capture threshold and stimulation impedance of the right ventricular lead were good but the r wave sensing varied. The device was reprogrammed.